Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause likely that the reported failure was caused by synchronous circuit failure of the patient circuit board. Therefore, it was presumed that the patient circuit board was damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states : in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
It was reported that the cv-190 evis exera iii video system center had a connection issue. No image is showing. The socket was inspected for debris or damage and did not observed any abnormalities. The user replaced the cable connected to the device however, the issue was not resolved. There was no patient involvement reported on this report. No user harm or injury reported due to the event.